Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. This complaint was opened as it was reported that these parts will be removed in a revision. The patient reported that the reason for the revision was due to pain, swelling and facial deformity as a result of anatomical changes. Three attempts were made to gather additional details and confirmation that the revision took place. No additional information was provided and no confirmation of revision was received. No x-rays, scans, pictures, or physicians reports were received. No product was returned and no functional tests or inspections could be performed. For these reasons, the complaint could not be verified. Manufacturing history was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to patient condition and there was no evidence provided that there was an alleged malfunction of the implants. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: date of this report, describe event or problem, date received by manufacturer, type of report, follow up type, device evaluated by manufacturer, method code, results code, conclusions code and additional narratives/data. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00154-1 through 0001032347-2019-00157-1.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation it is currently implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00154 through 0001032347-2019-00157.

Event description:
It was reported by the patient that she is scheduled to have her implants removed and replaced with custom implants due to anatomical changes that have resulted in pain, swelling, and facial deformity. Attempts have been made and no further information has been provided. No additional patient consequences were reported.